Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2010. 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occasional undersensing by the right ventricular (rv) lead was observed on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.